Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the por was not determined. They had no clue what most likely caused or contributed to the issue. When asked what steps were or would be taken to resolve the issue, they responded that another manufacturer representative had come out and programmed the device off for the procedure. They said the device was likely already off and was able to be programmed by the patient. Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the cause and what most likely caused or contributed to the por was unknown. When asked what steps were or would be taken to resolve the issue, they replied the issue was resolved. When they connected to the battery, the patient's device was in the off position. There were no issues connecting or bonding the programmer. The previously mentioned procedure was unrelated to the device, therapy, and/or implant procedure. When asked to clarify the statement they said the device was likely already off and was able to be programmed by the patient, and whether or not the device was unexpectedly off, they responded the patient stated they turned the device off.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's icon showing power on reset (por). Technical services reviewed that this must be cleared with clinician programmer. Caller noted calling the local manufacturer representative (rep) and rep advised calling patient services. Caller will reach back to local rep. There were no patient complications reported as a result of this event.